Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4); serial: , batch: 3716745. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section d10: the second scs lead is added.